Event description:
It was reported that following a stenting treatment procedure, restenosis occurred. The procedure treated the 80% stenosed target lesion located in the moderately tortuous ostium of the proximal left circumflex (lcx) artery. There was no vessel calcification. After pre-dilation, a 2.75x24 mm promus element plus stent was advanced and deployed in the proximal lcx artery. Post dilation was performed. A 3.5x20 mm promus element plus stent was also placed in the bifurcation of the left anterior descending artery. Both stents were well expanded and well apposed. In (B)(6) 2012, the patient presented with chest pain and restenosis was confirmed. Treatment utilized angioplasty with an unspecified balloon catheter and cutting balloon and placed a 3.0x18 mm non -bsc stent. The patient was taking plavix and aspirin at the time of the event. No further patient complications occurred and the patient status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).